Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was chosen for implantation, utilizing an unknown flexnav. The valve was successfully implanted. It was noted that the valve did not have difficulty opening or closing completely. The patient was noted to be stable during the procedure. There was no clinically significant delay in the procedure. On the same day, a few hours post deployment, the patient experienced a coronary artery obstruction. The valve remains implanted in the patient. The patient current status was reported to be stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of coronary artery obstruction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported coronary artery obstruction could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with a native valve annular dimension of 18.7. Pre-dilatation was performed utilizing a 16mm z-med balloon. The 25mm navitor valve was implanted at a depth of 4mm on non-coronary cusp (ncc) and 4mm on left coronary cusp (lcc). It was noted that there was sufficient calcium to allow anchoring of the device in the opinion of the user. In the physician¿s opinion, the coronary artery obstruction was due to calcification of the left ventricular outflow tract (lvot), which detached and caused the obstruction. No additional information was provided.